Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has been in the hospital for the past 29 days because of the device, said that it isn't working. Patient declined to give details of the event. No further patient complications are anticipated or expected as a result of this event.